Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on and in the shaft and the balloon. There was no contrast visible. The balloon was tightly folded. There was a kink in the inner member at the proximal edge of the distal balloon marker. The proximal shaft was separated at the mid catheter lap joint proximal to the guide wire exit notch. There was a small piece of material left on the outside of the shaft, on the distal portion of the separation. There appeared to be adhesive visible in the proximal portion of the lap joint. The distal portion of the catheter shaft was stretched distal to the separation for a length of 6 cm to the guide wire exit notch. The distal shaft was torn distally from the guide wire exit notch for a length of 1 cm. The proximal portion of the shaft at the separation was bent almost into a circle shape with a diameter of 12 cm. Product performance engineering reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the reported difficulties as the device was separated into two pieces at the mid catheter lap joint proximal to the guide wire exit notch. Factors that may contribute to the separation include, but not limited to, mfg, material/bond weakness, patient anatomy, patient disease state, kinks/bends, tensile forces, or associative device interaction. The distal portion of the separated catheter was stretched, which suggests the device was subjected to tensile overloads beyond its design limits. The separation was observed while the catheter was being pulled back, which may have contributed to the reported difficulties. Also, adhesive present on the proximal portion of the device suggests the device had been sufficiently bonded during the mfg process. A review of the finished goods lot history record (lhr) revealed that a sampling of the product lot met the mfg criteria for catheter tensile strength test. In addition, there were no units scrapped during the bonding process between the mid to proximal. Based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to the circumstances during the procedure. The analysis also observed kink/bend damage and a tear in the shaft starting from the guide wire exit notch. Tear damage at the guide exit notch appears to be related to guide wire interaction. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. It is possible that the damage may have occurred during the attempt to snare the distal portion of the catheter from the anatomy. The used guide wire was not returned, which may have aided in the investigation. The kink damage was also observed at the tip of the catheter device and bend damage on the distal end of the proximal portion of the separation. During the preparation procedure or in the case details there was no mention of the kink or bend damage. Therefore, it likely occurred after the procedure due to shipment/transport back to abbott. The tear in the guide wire exit notch and kink/bend damaged did not appear to have been related to the separation of the catheter device. According to the case details, the powersail catheter device was used for a lesion located in the superficial femoral artery (sfa). Per the instructions for use, the powersail coronary dilatation catheter is not indicated for use in the sfa. A review of the finished device lhr did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Report status: serious injury medical intervention; report rationale: distal shaft separation requiring medical intervention; device issue: distal shaft separation. It was reported that during treatment of the lesion located in the sfa, the balloon catheter separated proximal to the guide wire exit while trying to pull it back. A snare was used to successfully remove the separated part from the patient. No add'l event or patient info is available.